Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recz0538 showed no other similar product complaint(s) from this lot number. See [mw5085190 (B)(4).pdf] .

Event description:
It was reported via medwatch PICC was advanced through dilator into position. The dilator was snapped to release the PICC, but when the wings of the handle snapped they did not release the PICC line. Also, once introducer was completely separated and removed, it was observed that the dilator was frayed.